Event description:
Surgery was delayed for about 10-15 mins.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 patient code 3191 is used to capture surgery prolonged.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with the reported event was not returned for evaluation. Examination of the provided photographs could not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> ¿ product code 151710406, attune crs rp insrt sz 4 6mm, work order 9037130 was manufactured on 24 january 2019 ¿ 12 parts were manufactured per specification, and all raw materials met the specification ¿ there were no non-conformances (ncs)/deviations/capas associated with this lot. ¿ there were no mrrs (material review report) for reprocessing or scrap associated with this lot. H6 patient code: no code available (3191) used to capture the insufficient information.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery using attune revision implants (B)(6) 2020; surgeon trailed femoral tibial and insert and was satisfied with results. Implants opened tibial, femoral & patella implants cemented. Surgeon used a trial cr insert at this stage. A definitive revision insert opened, surgeon was unsuccessful at inserting and damaged the post area aspect of the polly. Ps insert was then opened and inserted. Surgeon instrument to insert definitive poly.